Event description:
On (B)(6) 2026, senseonics was made aware of an incident reported by a healthcare provider in which an attempt to remove an implanted eversense sensor on (B)(6) 2026 was unsuccessful. The healthcare provider reported being unable to locate the sensor at the time of the removal attempt. Customer care attempted to contact the user to obtain additional details regarding the event; however, the user could not be reached despite multiple outreach attempts, including voicemail and sms messages.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.